Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the patient reached up without his brace on, and they were concerned for a right atrial (ra) lead and right ventricular (rv) lead positioning issue. Both the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no performance issue/ dislodgment of the leads.